Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/30/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 340 mg/dl with blurred vision and polydipsia associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the total daily dose (tdd) history showed two records for (B)(6) 2015. A pump reboot was observed on (B)(6) 2015 08:51. When pump was powered back on, the time/date was set to (B)(6) 2015 08:48. The pump ran on the incorrect time/date until end of use. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs and the bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. The pump cover was removed and inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).